Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted . It was reported that the patient experienced urinary frequency from (B)(6) 2008 - (B)(6) 2009.(B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with excision of right groin abscess and fistulous tract. It was reported that the patient underwent excision of mesh erosion, sling revision, urethrolysis and cystoscopy on (B)(6) 2014 due to mesh erosion, fibrosis, chronic pelvic pain, dyspareunia, voiding dysfunction, and urinary retention. No additional information has been provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterine prolapse. No additional information was provided.

Manufacturer narrative:
It was also reported that patient concurrently underwent excision of right groin abscess end fistulous tract.

Event description:
It was also reported that patient concurrently underwent excision of right groin abscess end fistulous tract.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation to treat stress urinary incontinence. Post implantation the patient experienced abdominal/pelvic pain, dyspareunia and infections.(B)(4).